Manufacturer narrative:
Correction: e1 <(>&<)> h6 ime e2402: severe caloric deficit, unable to eat anything by mouth medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corime e2402: ileus, labs abnormal for wbc; hemoglobin; hematocrit; lactic acid, volvulus, shortness of breath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a splenic flexure resection. During the dissection an alarm went off on the ligasure device. It appeared there was an electrical shortage which created a duodenal jejunal bowel injury, the injury was patched and a PICC line had to be inserted to ensure the patient could eat. It was reported that after the surgery, the patient experienced severe caloric deficit, unable to eat anything by mouth, device defective, ileus, duodenal perforation, inflammatory changes, left pleural effusion, labs abnormal for wbc; hemoglobin; hematocrit; lactic acid, volvulus, ascites, mesenteric edema, green tinged drainage, enterocutaneous fistula, abdominal pain, anemia, diarrhea, nausea, vomiting, abdominal distention, bowel obstruction, shortness of breath, <(>&<)> death. Post-operative patient treatment included total parenteral nutrition, x-ray, CT scan, ng tube, use of jp drain, hospitalization, pain medication, anti-nausea medication, IV fluids, <(>&<)> exploratory laparotomy. Information received indicates the patient is now deceased, due to prior colectomy with intraoperative dueodenal jejunal injury <(>&<)> being on total parenteral nutrition.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a splenic flexure resection. During the dissection an alarm went off on the ligasure device. It appeared there was an electrical shortage which created a duodenal jejunal bowel injury, the injury was patched and a PICC line had to be inserted to ensure the patient could eat. It was reported that after the surgery, the patient experienced severe caloric deficit, unable to eat anything by mouth, device defective, death. Post-operative patient treatment included total parenteral nutrition. Information received indicates the patient is now deceased, due to prior colectomy with intraoperative dueodenal jejunal injury being on total parenteral nutrition.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.